Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit does not operate on external battery. The customer reported there was no patient involvement.